Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of foreign matter remaining in the device could not be determined. The suggested event is detectable/preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient angle, no limit amount. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, a foreign object at the tip of the cover was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the upward/downward angulation control knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a crack, the electrical connector had discoloration due to water leakage, the control unit had discoloration, the grip was shaved, the universal cord had a scratch, the suction connector had discoloration, the upward/downward angulation control knob had corrosion, the scope cover plate was unclear, the protector of the universal cord on the suction connector side had a scratch, and the connecting tube had a scratch. The customer cleaned, disinfected, and sterilized the distal end of the device before sending it to olympus with no abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.